Manufacturer narrative:
This product is registered as a combination product.

Event description:
During implant procedure, right ventricular (rv) lead dislodgement was observed. The physician suspected the event to be due to the helix failing to retract. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and a helix mechanism issue. As received, a complete lead was returned in one piece with the helix stretched and clogged with blood/tissue. The reported event of a helix mechanism issue was confirmed. Visual examination found the helix was stretched consistent with procedural damage. The helix mechanism test could not be performed due to the as received condition of the helix. The reported event of a helix mechanism issue was isolated to the stretched helix in the helix region consistent with procedure damage.